Event description:
New information available on (B)(6)/2018 states that, the infection was due to the implant procedure. The patient was stable during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator system was explanted due to infection. No further information was available.